Event description:
It was reported that during an attempted implant capture could not be established after several positioning attempts. The lead was not implanted and was replaced successfully. There were no adverse consequences reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.